Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormal sharp or damaged components that may contribute. Additional observation(s) found unrelated to the reported complaint states that the instrument had various scratches on the main tube. Scratches and abrasions on the main tube were deemed cosmetic damage. The scratches measured approximately 0.087¿ to 0.025¿ in length and were not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.